Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician had to perform an iol exchange for a zlb00 26.0 diopter intraocular lens (iol) due to a diopter size issue. The lens was replaced with the same model lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on (B)(6) 2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens was inspected by a qualified inspector using 12x magnification. The product shows no defects on the lens. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the labeling was not reviewed because limited information was received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.